Event description:
A baxter technician relayed a customer reported condition to corporate product surveillance. The reported incident involved a flogard 6200 infusion pump that experienced a backflow after the bag was empty. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional inforamtion: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device will not be sent in for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information becomes available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.